Manufacturer narrative:
(B)(4). The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was unable to charge the ipg and the pocket was too deep. The patient underwent a revision procedure where the ipg was replaced. No device malfunction was suspected. The patient was reportedly doing well postoperatively.